Event description:
The complainant stated the bed has no head up function.

Manufacturer narrative:
The account has not completed repairs. A follow up report will be sent once the customer discloses their investigation.